Event description:
This lead was capped due to patient stated there were 20 inappropriate shocks delivered. Device was explanted due to eos and patient did not want a system anymore so it was not replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.